Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the limited information provided, the investigation determined the reported guide wire core separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi-torque balance middleweight (bmw) hydro guide wire broke [separated] in an unspecified guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.